Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump buttons were non responsive or had to press more than once. The customer¿s blood glucose level was unknown. Customer stated insulin pump had no delivery alarm, battery life was diminished. Customer declined to troubleshooting with technical support. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No delivery/occlusion alarm during priming anomalies noted. No unexpected low battery alarm anomalies noted. Device received with intermittent button response due to flattened act button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. (B)(4).